Event description:
Patient reported when they first received the aligners they had issues with pain, discomfort and with bleeding. They stopped wearing the aligners. They then restarted again since they were paying for the aligners and they experienced significant discomfort, loose teeth, bleeding gums and persistent pain.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.